Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed a loose/disengaged setscrew.

Event description:
It was reported during the implant procedure that when the rv lead was unscrewed for manipulation, it would not screw back in correctly. The device was not implanted. No patient complications have been reported as a result of this event.